Manufacturer narrative:
(B)(4). The patient sample was (B)(6). Two days later, a second collection tested positive with a western blot (B)(4) assay and was target not detected (tnd) with the cap/ctm (B)(4). The customer-submitted sample was tested with the cap/ctm (B)(4), as this test was designed to resolve the known issue of cap/ctm (B)(4) test under- quantitation due to sequence mismatches in the gag region to the test's primers/probe. A (tnd) result was generated with the (B)(6). The sample was also submitted for sequence analysis. No (B)(6) sequence information was obtained for the sample. Since no sequence information was obtained, it could not be determined if the mismatches under the primer and probe binding regions for the cap/ctm (B)(4) account for the tnd result obtained by the customer. The lack of (B)(4) sequence does not necessarily mean that there is no (B)(4) present in the sample, as the lack of viral sequence could be due to sequence heterogeneity under the primers used for sequencing (different than the cap/ctm (B)(4) tests primers) or due to the viral titers in the sample being too low for amplification prior to sequencing. There is no direct correlation established between antibody testing and cap/ctm (B)(4) testing, as they are two different methodologies and, in certain scenarios, different results between the two tests can be expected. No product non-conformance was identified. Taking into consideration the tnd results obtained with both versions of the cap/ctm (B)(4), the inability to sequence the sample, and the comparison to the (B)(6), it is likely that the tnd result obtained by the customer was due to a low viral load concentration of the patient sample that was below the test's limit of detection (lod). (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer site in the united states alleged that discrepant results were generated with the cobas ampliprep / cobas taqman hiv-1 test, us-ivd. The customer site reported that they generated a target not detected result for a known (B)(6) sample. The sample was not retested and it is not known if patient treatment was affected. The patient was initially drawn on (B)(6) 2011 and tested (B)(6). Based on the (B)(6) results, the patient was drawn again on (B)(6) 2011 for confirmation and (B)(6) load testing. The (B)(6) load generated target not detected results on (B)(6) 2011. The confirmation testing was performed via (B)(6) and generated (B)(6) results.